Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the subject device malfunctioned when used in combination with video processor and the image experienced a sudden failure. The image was lost, and when using the invisible infrared filter in surgery, the image appeared green without having used any drug. The issue was found during a therapeutic laparoscopic right hemicolectomy. There was a 15-minute delay of the procedure, and the patient was under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: no. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the subject device malfunctioned when used in combination with video processor and the image experienced a sudden failure. The image was lost, and when using the invisible infrared filter in surgery, the image appeared green without having used any drug. The issue was found during a therapeutic laparoscopic right hemicolectomy. There was a 15-minute delay of the procedure, and the patient was under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm.